Manufacturer narrative:
Scott, c. E., wade, f. A., bhattacharya, r., macdonald, d., pankaj, p., and nutton, r. W. (2016). Changes in bone density in metal-backed and all-polyethylene medial unicompartmental knee arthroplasty. The journal of arthroplasty, 31(3), 702-709. Doi:10.1016/j.arth.2015.09.046. The product was not available for return. Without the opportunity to examine the complaint product, root cause cannot be determined. Condition is addressed in the package insert. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Information was received based on review of a journal article titled, "changes in bone density in metal-backed and all-polyethylene medial unicompartmental knee arthroplasty". A patient was identified in the article that underwent revision for femoral loosening on an unknown date. There has been no further information provided and the patient outcome is unknown.